Manufacturer narrative:
(B)(4). Date sent: 6/26/2023. Additional information: this is an analysis of two photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photos show a tissue with a staple line and some staples apparently not properly formed. Based on the photos the event described was confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.

Manufacturer narrative:
(B)(4). Date sent: 8/30/2023. D4: batch # 174c69.

Manufacturer narrative:
(B)(4) date sent: 9/27/2023 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with a gst60t reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. After further analysis, the CT scan of the device showed that the knife wings were still attached. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. The event described could not be confirmed as the device performed without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 174c69, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/28/2023. D4: batch # unk. Additional information was requested, and the following was obtained: what color cartridge was used? Black. On which firing on the stomach during creation of sleeve did the issue occur? First fire. Can more detail be provide on what is meant by ¿staple did not secure¿? Describe staple shape? I have sent pictures. Did it happen on one or both side of the staple line? No just specimens side. How was it addressed? Clipped at end of case. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Please see #mw (B)(4).